Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on (B)(4) 2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the tip of the male luer lock was broken. The condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter corporate product surveillance regarding the 60" high flow rate extension set in which the tip cracked off and remained in the cap on (B)(6) 2010. There was no patient injury or medical intervention reported. No additional information is available.